Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level were 596 mg/dl and 520 mg/dl. Customer was treated with manual injection. Customer also reported that the insulin pump had motor error and no delivery alarm. Customer stated that the insulin exited. Customer was able to clear the alarm and was able to complete rewind. Displacement test was passed. Customer reported that the drive support cap appeared to be normal. Customer stated that motor error alarm did not recur. Customer declined troubleshooting for bent cannula and high blood glucose. The device will not be returned for analysis.